Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent direct stenting of the ramus with a xience v stent. In 2009, the pt was admitted to the emergency hospital in full cardiac arrest and expired. Final diagnosis was: profound congestive heart failure (chf) with hypotension, acute renal failure secondary to chf, severe lactic acidosis, digoxin toxicity, known coronary disease. No additional event or pt info is available.